Event description:
This report summarizes 15 malfunction events in which the device had paint chips missing. 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 15 devices were evaluated in the field. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.